Event description:
A malfunction was reported, associated with a momentary power change to the pump's speaker. There was no adverse impact on the customer¿s blood glucose level. The customer was advised to use manual injections as backup therapy while the pump was replaced, and they were instructed to return the faulty pump using a prepaid label.